Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the patient had a blood glucose (bg) of 21mmol/l with abdominal pain, extreme drowsiness, nausea, chest pain, and moderate ketones. The patient was taken to the emergency room and treated with IV fluids. Customer support (cs) completed troubleshooting and it was determined there was an under delivery due to keypad issue. This report is being made due to the bg excursion the patient experienced due to an alleged button/keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: the ok button on the keypad is not functioning all the time. The keypad was removed and there was visable damage to flex cable. A battery compartment crack was found below grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.